Event description:
Event description cpi received information that after an ICD replacement for estimated replacement indicator (eri), it was noted after further investigation of the patient's lead system at the procedure, there was a fracture of the lead adapter (6836) near the y-connector. After replacing with a new lead adapter, no problems were noticed.